Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the ventilator alarmed transducer fault. And high rate. The events log also includes transducer fault occurred (2,0,34) and the screen also showed exhaled diff : 34 failed. The unit was on a patient during the reported incident but no patient harm was reported.